Event description:
During an esophageal banding procedure, the physician used two cook endoscopy 6 shooter saeed multi-band ligator. Two bands were applied successfully, but the third band would not fire correctly. The endoscope distorted and the suctioned varices could not be treated due to the band failure. The procedure was abandoned. The patient was treated medically with terlipressin and beta blockers. The procedure will be rescheduled and the patient will have to return another day.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: four unused devices from the lot number said to be involved were returned for evaluation. Our laboratory evaluation of the unused product could not confirm the report of difficulty with band deployment. During our laboratory analysis, the product was loaded on an endoscope that is in a curved position to simulate worst-case scenario. The endoscope used for this simulation has an accessory channel that is 2.8 mm in diameter. All bands from each device deployed without any difficulty. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed during evaluation of the unused product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.